Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va00v17, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow-up received from the healthcare provider (hcp) reported that impedance testing provided insight to the issue. The patient was scheduled for surgery on (B)(6) 2015; therefore, the patient had not recovered and the issue was ongoing.

Event description:
It was reported the patient had a shocking or jolting sensation and a decrease in therapeutic effect. The patient was seen in the clinic on (B)(6) 2015 for a reprogramming session. When the patient left the session they were using group c. That night the patient felt a strong shocking sensation at the implantable neurostimulator (ins) site while rolling onto their side. The patient changed to group a the next day and they felt three more little shocks in the right arm and down their right leg. Initially the patient had some tremor control with group a, but then they felt they lost tremor control. The patient also had shocking down their left side. After experiencing shocking on group a, the patient changed to group b. The patient did not have any more shocks on group b, but they had a return of tremor. Palpating around the system components was negative for shocking. The patient had noted the ins moved around a little bit and kept getting looser and looser. The muscle around the ins was tender. Group a was programmed to 1+, 0- at 3.4v, a pulse width of 90, and 180 hz. Group b was programmed to 1+, 0- at 3.0v, a pulse width of 120, and a rate of 185hz. Group c was programmed to c-, 1+ at 2.5v, a pulse width of 60, and a rate of 130 hz. Impedances were measured to be normal on 2015-02-18, but they had increased since then. On (B)(6) 2015, impedances were measured to be the following: c-0 = 1004, c-1 = 2528, c-2 = 1128, c-3 = 1218, 0-1 = 2256, 0-2 = 1517, 0-3 = 1648, 1-2 = 2414, 1-3 = 2940 and 2-3 = 1395. At the time of this report, impedances were measured to be the following: c-1 = 2974, c-2 = 3414, c-3 = 3788, c-0 = 1010, 0-1 = 2439, 0-2 = 2963, 0-3 = 3309, 1-2 = 2757, 1-3 = 3751 and 2-3 = 2503. The manufacturing representative stated the impedances were measured to be much higher and there was a possible issue developing. The patient was getting some therapy on the day of this report. There were no patient falls or trauma. The ins had been turned off and the patient had an appointment with their healthcare professional on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.